Event description:
It was reported the power cord door latches/hinge is broken and the door will not latch. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose. Broken tabs on the power cord bay door. Broken media bay door.